Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. The customer had not reported symptoms and treated with apple juice for lows and pump for highs. Customer's blood glucose at time of incident was 263 mg/dl, current blood glucose 40 mg/dl and blood glucose right now is 255 mg/dl. Customer reported that they doesn¿t see the benefit to the auto-mode. The insulin pump will not be returned for analysis.